Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon converted to a laparotomy and was unable to retrieve the component. There was unexpected tissue loss. The hosp has reported the pt's condition is satisfactory.